Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator cannot boot up. There was no reported patient involvement / adverse impact to the patient or user.

Event description:
The customer reported that the defibrillator cannot boot up. Further information was provided that upon booting up, it would hang at the philips start screen. There was no reported patient involvement / adverse impact to the patient or user.